Event description:
Left knee hurt worse than before synvisc [arthralgia]. Effusion in left knee [joint effusion]. Case description: spontaneous report received on 19-feb-2008 from a physician regarding a female osteoarthritis patient, (B) (6). The patient received her first dose of synvisc on (B) (6) 2007. On an unk date, the patient experienced an effusion in her left knee and her left knee hurt worse than before synvisc. The physician suspected the patient has reactive synovitis. The patient declined to continue therapy with synvisc. The physician assessed the relationship of the events to synvisc as probable. As of the date of receipt of this report the patient's outcome was unk. Qa results were received on 26-feb-2008. The production and quality control documentation for lot number p0717 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Additional info was received from the physician on 25-aug-2008. The patient had a 12 month history of severe osteoarthritis with prior effusion, joint narrowing and osteophytes. The patient was previously treated with nsaids. The patient received an injection of synvisc in the left knee on (B) (6) 2007 with 10ml of effusion collected prior to the injection. Reported concomitant medications were ketorolac and darvocet-n. On (B) (6) 2007, the patient experienced a left knee effusion and increased left knee pain which was treated with a medrol dosepak on the same date. The physician assessed the knee effusion and pain as possibly related to synvisc. The patient was lost to follow-up after she received the medrol dosepak.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot number p0717 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.